Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism and upper trigger were blocked on the compact air drive device. It was further determined that the device failed the pretest for check reverse locking mechanism. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. The exact date of this event is unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.